Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient reported that the mesh had disintegrated and was removed by a second operation a few months later. The patient reported she has experienced pain, suffering and continued incontinence. Additional information will be requested.

Manufacturer narrative:
The tvt was implanted by dr (B)(6) on (B)(4) 2004. It was reported that the patient had dyspareunia and a small erosion at the fornix. The mesh was removed by dr (B)(6) in 2004.

Manufacturer narrative:
Additional information.